Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing in the station or disappearing and reappearing. A technical support specialist found that the station time was off by a few minutes (approximately 3 to 4 minutes slow), and the setting used to synchronize with the network time protocol (ntp) server was missing several characters. Corrected the configuration, and the station began synchronizing time information properly. When an order was placed, station sends an update to the patient record; if the patient¿s admit time is later than the stations time, the patient will not appear until that timestamp reached. This timing mismatch explained why the patient appeared to drop off the list and then reappear once the corrected time was reached. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was reported that, a patient was not consistently appearing in the system, with the patient intermittently disappearing and reappearing. Orders had been entered between 12:55 and 13:17, and medications were removed from the cabinet at 12:50 and 13:19. Additional medication orders were entered at 13:53 and 13:54, but the patient was unavailable in the system at that time. At 13:55, the patient reappeared in the machine, and the orders were subsequently removed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.